Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting undersensing. The physician elected to explant the ipg and lead, model 4261. The ipg and lead have been returned and are currently being analyzed.